Event description:
Implant fracture.

Manufacturer narrative:
Implant region 36 fractured. Construction is unknown and was placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading after 4 years in situ. Product evaluation revealed that the claimed article is not correct. We received a j1032.4313 camlog root-line implant promote. Further product data are not available and were not provided by the distributor.

Event description:
Implant fracture.